Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was flushing the lines and the red line flushed, but had no blood return. It was further reported that the device was replaced. There was no reported patient injury.

Event description:
It was reported that the nurse was flushing the lines and the red line flushed, but had no blood return. It was further reported that the device was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged aspiration issue as no objective evidence has been provided to confirm any alleged deficiency with the device. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings. This IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. (Expiry date: 11/2021). (11/2017).